Event description:
Per the customer, there was a case (case node: 1046534) with no sponges imaged on server but a canister and weighed items. While looking into case the customer stated they saw a heavily saturated canister which they say has 850 ml of fluid and triton returns a value of 133ml blood. The customer stated they cannot confirm an insert in the canister, it may or may not be there. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, there was a case (case node: (B)(4)) with no sponges imaged on server but a canister and weighed items. While looking into case the customer stated they saw a heavily saturated canister which they say has 850 ml of fluid and triton returns a value of 133ml blood. The customer stated they cannot confirm an insert in the canister, it may or may not be there. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.